Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by severe abdominal pain and turbid effluent. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unknown antibiotic(s) (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Physioneal therapy was ongoing. The patient was not recovered from the peritonitis. No additional information is available.